Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they stopped aligner treatment because it gave them an abscess and the aligners stopped working for them. 3 unsuccessful requests for follow up and letter of recommendation from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.